Event description:
The field engineer reported that the system was not producing x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt snubber pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.